Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that were under 40 mg/dl; cause was unknown. Contact alleged that the pump delivered a 25 unit bolus without user interaction from the customer. Customer ate carbohydrates to address bg level. Reportedly, the customer had manual injections and an alternate pump available for insulin therapy. Review of pump data by tandem technical support showed that bolus was requested via user interaction. However, contact maintained that bolus was not requested intentionally.